Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Attempt to charge and boot the unit was performed and failed due to receiver will not turn on even with a good battery. Perform receiver functional test and failed because unable to run because the receiver will not turn on. Open the receiver case for internal visual inspection was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.